Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retain device lot t10858n. Retains of the complaint lot were tested with a positive calibrator, no issues with d-dimer recovery were observed. Lot performed within specification. Manufacturing batch records for lot t10858n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer reported poor d-dimer correlation between triage and star evolution. Correlation study was performed and initiated at the beginning of the pandemic in march. Customer provided their normal ranges for triage and star evolution: triage = 0-400ng/ml ddu, star evolution = 0-0.5 ug/ml feu. The following comparisons were conflicting given sites normal range: (B)(6) 2020: triage 310ng/ml and 303ng/ml, star 0.54ug/ml, (B)(6) 2020: triage 361ng/ml, star 0.61ug/ml, (B)(6) 2020: triage 390ng/ml, star 0.65ug/ml, (B)(6) 2020: triage 154ng/ml, star 0.62ug/ml, (B)(6) 2020: triage 184ng/ml, star 0.51ug/ml, (B)(6) 2020: triage 156ng/ml, star 0.65ug/ml, sample spun down to plasma and tested on triage again 216ng/ml. Customer stated samples were only used for correlation purposes.